Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported finding a safe-t-pro plus device packaged without the sterility cap, disassembled in its box. No adverse event reported. Requested return of suspect device.